Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per cc form: "patient was doing an ercp for cystic duct leakage into the peritoneal cavity post cholecystectomy. Fully covered evo-fc-10-11-6-b used to obstruct bile leakage into the cystic duct. Evolution stent introduced post cannulation with fs- omni-awg2-35-260 and extraction balloon use. Bo introduced and deployed but started getting stuffer near point of no return, reached point of no return and tried to release the safety wire, it was stuck. We recaptured the stent and open the new stent to finish the procedure. Stent was damaged ." This file will capture the off-label use of the stent being deployed to prevent from cystic duct leakage. Patient outcome: n/a patient/event info - notes: prefix: evo please circle or state your answers below: general questions: 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal 2. What endoscope type and channel size was used?olympus ercp duodenoscope 3. What was the position of the elevator? N/a, 4. Details of the wire guide used (diameter, type, make)?acrobat 260 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a 6. Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes, 7. Please advise the anatomical location of the intended target site.common bile duct 8. How long was the stent in the patient by the time this complaint occurred? The stent was introduced through to scope and into the common bile duct, deployed, started getting stiff during deployment before the point of no return, reached point of no return and tried to remove the stent release wire, it didn¿t release and the stent didn¿t deploy further. Recaptured the stent and removed from the scope, it appeared damaged. New stent opened to complete the procedure. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No 12. What intervention (if any) was required? We opened a new stent 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure, 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? , no 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture?stent placement for bile leakage from cbd/ cystic duct into the peritoneal cavity post cholecystectomy. 2. Where was the stricture located in the body?leakage on the cystic duct post cholecystectomy. Blocked with the stent 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? No 5. Was the stricture dilated before stent placement? No questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes, 2. Was resistance felt during insertion into patient? Yes, 3. If yes, at what point? During stent deployment just before point of no return questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Deployment, 2. If other, please specify 3. Was the directional button pressed during use? Yes, 4. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? Yes, 5. Was the yellow marker kept in view during deployment? Yes, 6. Are images of the device or procedure available? No questions related to during introducer withdrawal 1. Are images of the device or procedure available? No 2. Was final stent placement confirmed using endoscopy / fluoroscopy?yes, 3. If yes, what was used? New stent used 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, 5. Was the safety wire fully removed before removing the delivery system? N/a, 6. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a,

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2145022 involved in this complaint was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. This file was initiated in response to the parent complaint pr 426687 / MDR#3001845648-2024-00203. As per medical advisor¿s input, the off label use would not have contributed to the complaint event of pr 426687 and will therefore be captured in this complaint separately. The device related to pr 426687 underwent a laboratory evaluation on the 30 apr 2024. On evaluation of the device, the following was observed: visual inspection: protective tubing in place, red safety tab not returned, directional button is in deployment position, safety wire still in place, red shuttle on 02nd dimple, stent partially deployed, flexor broke at distal end of yellow marker approx. 11.8cm from white tip. Functional inspection: actuating fine for deployment and recapture unable to deploy stent safety wire removed with no issue once device was recaptured slightly. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: upon reviewing the complaint detail/events provided, it was noted that the device was used against the intended use outlined in the IFU (ifu0062). As per the IFU, the intended use is listed as "this device is used in palliation of malignant neoplasms in the biliary tree." While the complaint device was used ¿for the prevention of cystic duct leakage¿. Therefore this complaint is deemed off-label use. Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of off-label use was identified from the available information. From the customer testimony it is noted that the device was used for the prevention of cycstic duct leak which as per the medical advisor is deemed off-label use, confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01x used device. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. As per the customer testimony, a new stent was used during the same procedure to treat the patient. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 12-jul-2024.